Event description:
The junior clinical research associate from (B) (4) stryker osteosynthesis received information from a surgeon who reported that they had a patient coming in with a broken gamma3 nail. The nail was broken at the lag screw hole.

Manufacturer narrative:
Device will not be returned. No evaluation will be done. If the device or relevant information becomes available it will be submitted on a supplemental report.